Event description:
The service report shows the customer reported that the 840 ventilator would intermittently stop cycling withotu an alarm. There was no pt involvement associated with this event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the main power switch. The unit passed extended self testing.